Event description:
It was reported the single-use fiber broke during an unspecified procedure. There were no reports of patient harm. This is report 2 of 2.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.